Event description:
Tampon got stuck inside me; vagina [foreign body in reproductive tract]. Case narrative: consumer reported via social media that the tampon became stuck inside of her. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.